Event description:
It was reported that during use of this shaver handpiece, the console displayed an error message of "cannot ID handpiece". There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was rec'd for investigation and the reported problem was unable to be verified. Further investigation found the handpiece has the potential to operate on its own related to a pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this event. Conmed linvatec will continue to monitor this product for failures.